Manufacturer narrative:
(B)(4): audio board. Eval summary: the reported issue with no audible alarm was confirmed. The returned audio board was installed into a known good test fixture for a functional test. When creating a pt alarm condition such as o2 loss, there was a visual alarm with an error message; however, no speaker alarm sound was observed. When creating a device alert alarm condition, the critical alarm was sounded immediately with a visual alarm; however, no speaker alarm sound was observed. The audio board was confirmed to be defective. The defective part will be forwarded to the supplier for further analysis.

Event description:
Reportedly, the ventilator did not give audible alarm. This issue was found during the installation of the device by the distributor at the hosp. Please note that there was no pt involvement in this case. However, if it were to recur on a pt, the ventilator would not have been properly capable of warning the user audibly of an alarm event.